Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), and bi-leaflet prolapse (prominent on the anterior leaflet) for a mitraclip procedure. A single leaflet device attachment (slda) occurred with the 2nd clip of the procedure, an nt. The posterior leaflet was detached. It was noted that imaging was challenging and lowering of one gripper could not be confirmed due to poor imaging. It was noted that the grippers were able to actuate normally. Capture was believed to be satisfactory with both leaflets. Review of procedural imaging confirmed the leaflet went behind the gripper on the posterior side, making it appear the leaflet was captured, and thus passing leaflet insertion assessment. The leaflet was mobile and it would reposition depended on inspiration and expiration. There was no entanglement with the gripper and the posterior leaflet. The mr was reduced to grade 1-2. An additional clip was not required. The first clip provided stability to the second clip. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from the posterior leaflet, was due to challenges with imaging and anatomy. The reported image resolution poor was associated with the imaging challenges. There is no indication of a product quality issue with respect to manufacture, design, or labeling.